Manufacturer narrative:
Block b3: exact date unknown, event occurred within last year. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50 serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead was fractured after a non-device related fall.